Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), lot: (B)(4).

Event description:
It was reported that the patient was experiencing pain in her left arm and shoulder due to lack of stimulation. A x-ray was performed and confirmed lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well post operatively.